Manufacturer narrative:
(B)(4). Patient weight was not provided. Brand name: unknown. Device product code: unknown. Device lot # was not provided/unknown. Catalog number: unknown. PMA/510k: unknown. Device has not been returned to manufacture. Product no returned to manufactured.

Event description:
It was reported the healing collar would not thread into the implant for site #22. The doctor was unable to remove with finger pressure and had to use torque wrench.

Manufacturer narrative:
No product was returned for inspection. A provided x-ray shows a series of implants and healing collars. However, the reported healing collar cannot be identified from this image. A device lot number was not provided so a device history record review and a complaint history review could not be performed. Complaint indicates the healing collar would not thread with an integrated implant, causing damage to the healing collar threads. The reported event is non-verifiable without return of the product. A root cause for this complaint could not be determined. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.